Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient have any coagulopathy disorders? Were there any issues experienced with the device in the initial surgical procedure? What color reloads were used and what was the sequence of the firings? What specific anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the bleeding identified? Can more information be provided on what was meant by ¿bleeding near staple line¿? Was the bleeding intraluminal or extraluminal? How was the bleeding addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? What is the current status of the patient?

Event description:
It was reported that post op of a colectomy, the patient had bleeding near staple line. It is unknown how the bleeding was treated.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: brand name, catalog, unique identifier (UDI). Additional information: the product code involved in this complaint is actually tlc75, not tlc55. Dr. (B)(6) stated that his patient is doing fine. I have no further information regarding this complaint.